Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle. During the procedure, the physician attempted to use a detachment handle to detached a penumbra coil 400 coil; however, the attempt was unsuccessful. The procedure successfully continued using a new penumbra coil 400 detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The penumbra coil 400 (pc400 coil) pusher assembly was stuck inside the handle, and the nose cone to the handle was damaged. The pusher assembly had kinked in multiple locations along the hypo-tube. The coil was detached from the pusher assembly and not returned for evaluation. The complaint has been evaluated. The complaint indicated that the pc400 coil got trapped inside the handle. Evaluation of the returned devices revealed that the proximal end of the pusher assembly pull wire, and the proximal part of the fractured pusher assembly hypo-tube were stuck inside the detachment handle. The detachment handle was disassembled by the penumbra investigator, and the pc400 coil was removed. The detachment handle funnel inner diameter (ID) was measured to be out of specification. The funnel ID was likely increased when the pc400 coil pusher assembly was forced through the funnel, essentially "punching" through the funnel hole. This expanded funnel ID allowed the pusher assembly hypo-tube to be withdrawn through the funnel, and become stuck inside the detachment handle. These devices are 100% functionally tested during incoming quality control inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.